Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 7.6mmol/l. No additional information was provided.

Manufacturer narrative:
The pump had unresponsive act button due to corroded keypad traces. Unable to perform any test or verify activation anomaly due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.